Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. The surgeon reports a refractive surprise and requested assistance from a consultation doctor. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).